Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported event could not be determined. The additional defect of "clogged nozzle" found during evaluation was likely the result of reprocessing that differed from the device instructions for use (IFU). Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Customer provided information of their reprocessing method. During pre-cleaning detergent used is aniosyme x3. Automatic endoscopy reprocessor (aer) device is wassenburg lde wd440 adaptascope. Detergent used with it is wassenburg endohigh and disinfectant used is wassenburg endohigh paa. The device is stored in a typhoon storage cabinet. Maintenance of the device is by olympus.

Manufacturer narrative:
Information of the initial reporter is not yet available. This device was returned to olympus for further investigation of event of positive culture test finding. Per the testing of the device conducted by olympus, the device did not have any hygiene relevant germs that could adversely impact anyone. The results obtained comply with the target level defined in the regulations of (B)(6) outlined on (B)(6) 2016. Device evaluation is not yet performed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, the device tested positive after a routine culture test for microbes as required by regulation in france. There is no adverse impact or infection, nor contamination nor any other deterioration in health of any patient or anyone else as a result of this event.

Event description:
Upon inspection and testing of the returned device, it was observed that the device had foreign material protruding from the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the reportable event (b5) and device evaluation results. The olympus service center found in addition to b5, the distal end cap was damaged, the bending section cover glue was detached, the nozzle is clogged, the grip unit is deformed, the scope cover is slightly damaged and the plug unit pins are scratched. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction for b6 (test details). This supplemental report is being submitted to provide this information. The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49).